Manufacturer narrative:
B.5. Describe event or problem: it was reported that during use of the bd solomed¿ syringe, there was leakage at the plunger. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I have had problems with the solomed bd syringe of 3 ml. They do not suck the diluent and still leak it. D.1. Medical device brand name: bd solomed¿ syringe. D.2. Common device name: safety engineered hypodermic syringe. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device catalog: 302633. D.4. Medical device lot #: 8289545d.4. Medical device expiration date: 2023-10-31. D.4. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: (B)(4). H.4. Device manufacture date: 2018-10-31 h3 other text : see section h.10.

Event description:
It was reported that during use of the bd solomed¿ syringe, there was leakage at the plunger. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I have had problems with the solomed bd syringe of 3 ml. They do not suck the diluent and still leak it.

Event description:
It was reported that during use of the unspecified bd 3ml, syringe there was leakage at the plunger. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I have had problems with the solomed bd syringe of 3 ml. They do not suck the diluent and still leak it.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd 3ml, syringe there was leakage at the plunger. Foreign complaint: the following information was provided by the initial reporter: I have had problems with the solomed bd syringe of 3 ml. They do not suck the diluent and still leak it.